Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified the customer was using trusteel infusion sets for three days. Customer changed out pump supplies and was able to resume insulin delivery. Customer's blood glucose was 144-425 mg/dl.